Event description:
Patient called back stating they were still having issues in trying to charge their implant. Patient noted they had their controller and recharger replaced before. Patient reported that for the past 3 hours they had been trying to charge their implant but the controller screen was stuck on checking the recharger. Patient stated they reset the controller, ensured proper placement of the antenna, but the controller screen would not advance past checking the recharger. Patient noted that their implant battery was close to being low. During the call, patient confirmed no visible damage to the recharger cord and controller charging port. Agent walked patient through resetting the controller with the ac power supply. Patient reinserted the battery and confirmed the green flashing light. Patient attempted an implant charge session and confirmed that the controller would not advance past the checking the recharger screen. The issue was not resolved. Agent sent an email to repair to replace the recharger. Agent advised patient to follow up with their managing physician if issues persisted. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) : product type recharger product ID 97745 lot# serial (B)(6) : product type programmer, patient product ID 97755-s lot# serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) : , (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they had an awful time getting the implanted neurostimulator (ins) to recharge. Patient said they tried for 48 hours and finally it let them get in and they didn't understand what the problem was. Patient stated what used to take a couple hours to charge was now taking in excess of 24 hours and nothing had changed as far as their pain or the location of the stimulator. Patient said the controller gave them an error code rm03. Patient verified no physical damage on the controller battery compartment, controller charging port, or recharger. Patient removed the battery pack and plugged the controller into the ac power supply, patient confirmed the controller turned on. Patient put the battery back into the controller, patient verified the controller was flashing green. Patient inspected the recharger and said the cord started to feel a little looser than usual when plug into controller but fits snug. Patient then inspected the ac power supply and said it felt snug. Pt was able to charge implant at excellent quality (controller 90% and implant 80%) the troubleshooting steps that were taken on the call resolved the issue. Agent advised pt to monitor and call back if issue persists on (B)(6) 2024 additional information was received. Patient called back and stated last time they called they were told everything was working as intended, but it's not. Patient stated they're still having problems recharging noting that they will be hooked up and recharging when all of a sudden the screen on the controller will go blank and unresponsive. Patient stated that they have to unplug the recharger and reset the battery before the controller will work again. Patient stated they will often get an error message that says system problem rm03. Patient noted that they have to sleep with the recharger hooked up because they will charge for 8-12 hours straight and only get the implant up 30%. Patient added that the recharger paddle gets very hot. An email was sent to repair to replace the recharger. On (B)(6) 2024 pt called in and reported they received the replacement recharging cord, but they started to get the message to reconnect the cable. They were unable to charge because every few seconds they would get an alert that the cable was disconnected. Email was sent to repair to replace the controller on (B)(6) 2024 patient called back for assistance with pairing controller. Agent walked through successful pairing.

Event description:
Additional information was received from the patient. They reported that they're still having an issue charging their ins. Patient verified they have received two recharger telemetry module (rtm) cords but they continued to have issues. Patient stated when they connected the newest rtm cord, the screen was showing "checking recharger" with the green circle and the screen would not advance. A replacement controller was sent out.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s lot#/serial# (B)(6), product type recharger h3: analysis of the 97755-s recharger (s/n: (B)(6)) revealed the complaint could not be verified. The rm03 error code could not be replicated. No anomalies were visually observed and the device passed its final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.